Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of the light adjustable lens (lal), a tear occurred in the posterior capsular bag, likely caused by the leading haptic during lens delivery. The lal was subsequently repositioned in the sulcus with optic capture. No additional information was provided.